Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that hemostasis of an unspecified vessel was attempted with two proglide devices relative to an interventional abdominal aortic aneurysm procedure. Reportedly, the sutures for both proglide devices did not deploy correctly. The method of achieving hemostasis was not provided. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: lot number. Evaluation summary: visual inspections were performed on the returned device. The reported cuff miss was not confirmed as all the device components were not returned. Analysis of the returned device found a posterior foot break and needle tip separation. The detached foot and needle tip were not returned with the proglide device. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: it was reported that suture placement with two proglide devices were attempted in the left common femoral artery, via 5fr sheath using the preclose technique, prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, with both proglide devices, cuff miss was noticed. Two additional proglide devices were successfully pre-placement using the preclose technique. The sheath was upsized to 18fr and the aaa procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. The physician is established in the preclose technique.